Event description:
A site reported a loss of monitoring for approximately 60-70 patients when the carescape telemetry server shut down. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.